Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the arctic front advance balloon catheter, a tear occurred in the left superior pulmonary vein (lspv) with potential pulmonary artery stenosis or thermal damage of the pulmonary vein. A transseptal puncture was performed and the first ablation on the left superior pulmonary vein (lspv) was performed without any issues. During the second ablation contrast was injected and a rapid freeze cycle was performed during the second freeze, which was aborted after a tear was identified. On fluoroscopy it was observed that contrast was leaking into the pericardial space. The patient experienced cardiac arrest; chest compression was performed, and the patient was resuscitated on the table.  A cardiothoracic surgeon was called to repair the tear, open heart surgery was necessary, and the tear was repaired in the theatre. The patient required ongoing intensive care leading to extended hospitalization. The patient remained in intensive care with a poor prognosis. No further patient complications have been reported as a result of this event.